Manufacturer narrative:
On 02/22/2006, the customer informed intralase corp. That the user facility had been using akorn bss which had been recently recalled due to high levels of endotoxins. This may have been a contributing factor to the dlk. There have been no new cases of dlk at the user facility.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Three days postoperatively the pt presented with bilateral diffuse lamellar keratitis (dlk). Topical sterioids were prescribed and a flap lift and rinse was performed on both eyes at the 5-day postop visit. The pt responsed to treatment and the dlk has resolved in both eyes. The pt's most recent bcvas were 20/25 (od) and 20/20 )(os); preop bcva was 20/20 ou.